Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (add gel messages) has been confirmed. As received, the belt unable to complete an ECG falloff test. Upon investigation the electrode belt ECG "c&d" cable was broken, damaging the wires in the cable. The root cause for broken cable could not be positively identified. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that a patient was experiencing "add gel/replace belt" messages.